Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2018; 16:15:18 pst ice batch user (batch_ice) phone (B)(6); complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6), taken by: (B)(6). Customer called with a critical pump error. Pump not bumped/dropped. Asked if there is any visible damage to the pump. Crack from battery compartment down the back and round the side. This has been there a while, customer thinks it started as a small crack that has developed when taking the battery in and out of the pump. Assisted customer with placing pump in storage mode. Customer has a back up plan she can access. Confirmed nd via eoc to home add_(B)(6). Country: (B)(6), city: (B)(6). Input date: (B)(6) 2018 warranty start: 10/30/2015 warranty end: 10/29/2019 batch - ng1051848h.